Event description:
It was reported in an article reviewed by manufacturer that the vns pt experienced a bradycardia event intra-operatively upon initial implantation of the vns device, during lead test. The following is the summary of this patients event according to the info in the referenced article. No medical history of any cardiac issues. Pre-operative physical examination was normal with blood pressure of 140/80 mm hg and a heart rate of 60 beats/minute. Vns was implanted in 1999. During intraoperative lead testing, the ECG changes were noted, his heart rate changed from 52 beats/minute to 40 beats/minute for the period of stimulation. A second measurement showed a similar result. After the lead test, the heart rate rapidly returned to normal. The vns device was implanted as planned. No further bradycardia events were noted.

Manufacturer narrative:
Ardesch jj, et al., "cardiac responses of vagus nerve stimulation: intraoperative bradycardia and subsequent chronic stimulation", clin neurol neurosurg (2007), doi: 10.1016/j.clineuro.2007.07.024.